Event description:
It was reported that prior to starting a da vinci si surgical procedure, during set up, the surgical staff reported seeing a wire sticking out at the distal end of the mega suturecut needle driver instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of instrument wire sticking out at the distal end was confirmed. One grip close cable is broken at the distal idlers pulley. Idler pulley spins freely and was not damaged. Cable segment sticks out at wrist. Other cables at wrist are not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.